Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The pt rep reported there were ongoing issues for probably at least two weeks but they were unsure of the nature of the problem and whether it involved the external or internal device. They mentioned that the unit (agent understood it was the ins) was turning off on its own. Pt rep provided a vague explanation of the issue, making it difficult to fully understand the concern. However, when another representative joined the call, the agent was able to identify the issue. Pt rep inquired about situations that cause the stimulation to turn off; agent reviewed information. Pt rep suspected they may have turned the stimulation off accidentally but expressed concern because it occurred a couple of times. Agent had pt rep connect to the ins; pt rep confirmed that the stimulation was on and the patient was in group b. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. When asked what the cause was of their stimulation turning off on its own was, they stated that they "think it was because it had used battery, had been completely run down. It needed to be turned back on." They stated that they are checking regularly to see that the unit is charging correctly. It seems to be functioning properly and the issue is resolved.